Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient complained of feeling low heart rate and chest pain. The patient presented to the emergency department and it was determined that the right ventricular (rv) lead experienced dislodgement. A surgical intervention was performed, and the rv lead was repositioned. No additional adverse patient effects were reported.